Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of a 92 mm diameter abdominal aortic aneurysm. Six heli-fx endoanchors were implanted as prophylactic to prevent aortic neck dilation from a talent aaa stent graft system. The aortic neck was 27.2mm in diameter proximally, 10mm distal to the renal it was 38.9mm in diameter and distal to the renal it was 27.1mm in diameter. The aortic neck had 37.7 degree angulation, 50% circumferential thrombus and 25% calcification. It was reported that the patient had anemia. The patient was given blood transfusion and hospitalization was extended. Per the investigator, the event is possibly related to the index procedure. The event resolved. No additional clinical sequelae were reported and the patient is fine.